Event description:
It was reported that within a few days of implant, the patient presented to the emergency room with chest pain and was transported by ambulance to the medical center for a surgical consult. A chest tube was placed by the cardio/thoracic surgeon and blood was drained from the chest cavity. The right atrial (ra) lead was found to have intermittent capture at maximum output. The right ventricular (rv) was found to have no capture at maximum output. Both the ra and rv leads will be repositioned when the patient's pressure stabilizes. The cardiologist seemed to think that the subclavian vein may have been perforated at implant. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.